Event description:
It was reported that the right sfa was treated by implanting a protege ever flex stent during the index procedure on (B)(6) 2015. It was reported that the device was used per IFU. Approximately 15 months post index procedure, on (B)(6) 2016, the patient experienced right calf claudication. During angiography the rsfa was seen to indicate severe restenosis. Also during angiography, it was noted that the there was evidence of stent fracture and strut separation in the very proximal stented segment of the right sfa. The patient was treated with pci angioplasty with cutting balloon and dcb performed in the distal right external iliac and proximal right common femoral artery using a distal embolic protection filter. Directional atherectomy was carried out on the right sfa using a distal embolic protection filter and pci angioplasty with endovascular stent deployment using a viabahn stent graft with a distal embolic protection filter. The event is reported to be resolved.

Manufacturer narrative:
Cine images from the procedure have been provided by the customer. The cine images were reviewed and was able to identify the stent. The cine images provided showed evidence of radial compression of the stent ranging from minor to major. Moderate compression was noted throughout the proximal segment of the stent from the 2cm mark to the 7cm mark. At the 7cm mark and the 17cm mark, the stent showed signs of major radial compression. No fracture of the stent was able to be identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.